Manufacturer narrative:
It is always a concern when valleylab is notified of a product complaint. We, as a manufacturer, strive for excellence in constantly improving our products' quality and surgical care. A more complete description of the incident described in the received report, including relevant events prior to and subsequent to the actual incident, has been sought (including additional patient status details). The file will be updated when additional information is received.

Event description:
Procedure: radiofrequency ablation. Reportedly, after the procedure, a burn of the right leg was confirmed. It was described as a 3cm by 1cm 3rd degree burn. The surgeon considered that it will leave a scar. There has been no report on the treatment given to the patient.